Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 5 month post implant, the pt was admitted due to a middle cerebral artery (mca) stroke. The pt presented aphasic with minimal movement on his right leg and no movement on his right arm. Conservative therapy has been initiated for the pt. The pt remains ongoing.

Manufacturer narrative:
The pump is not available for eval as it remains in use supporting the pt. No add'l info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.